Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer asked for suggestions lms has to inserting catheter all the way into this urethra. Advised her to keep still as possible until they get to the hospital for the lodged catheter to be removed. She ok'd. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared).